Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6). Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Device evaluation: product evaluation was not performed because the product has not been received. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis simplicity intraocular lens was wasted. Additional information received stated that the lens fell in the eye and was disposed. The customer had to perform a vitrectomy. There was no lens implanted. No further information is available.